Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, there were no visual defects noted. The balloon appeared bloody and was deflated down to 2 wings. Attempted to insert and pass an .035 inch guide wire through the catheter and met resistance proximally in the hub area, and distally approximately 25cm from the distal tip. This is most probably due to the dried contrast media in the catheter, that was present on the removal of the guide wire. Immersed the balloon into a warm water bath. Using an in-house 20cc endoflator, inflated the balloon to 30atm rbp (rated burst pressure), held for approximately 30 seconds and there were no leaks or problems detected. Deflated the balloon with no problems. Re-inflated the balloon to 30atm rbp, held for approximately 30 seconds with no problems. This deflation was timed, and the balloon deflated in approximately 7 seconds with no problems. A third inflation and deflation was performed with no problems. The third time the deflation took approximately 8 seconds with no problems. The result investigation was unconfirmed for difficult to deflate, problem could not be reproduced. The current IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter.

Event description:
It was reported that it was very difficult to deflate the balloon. No additional information was provided. There was no patient injury reported.